Event description:
It was reported the patient had 3 repositioning surgeries to try and fix or get better therapy. The patient was still not having effective therapy. The last communication the patient had with her healthcare professional was an office visit. The patient had a primary care appointment with a new doctor (B)(6) 2014. Follow up attempted, outcome of the event was not known; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v308324, implanted: (B)(6) 2010, product type: lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3487a-56, lot# v286690, implanted: (B)(6) 2010, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).